Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited placement signal issues but continued to provide adequate support. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The log shows that there is an upward trend in placement signal and change in motor current pulsatility as well as saturated flow. The returned 5s were not within specification. Biomaterial was observed around the impeller and on the sensor. The pump was soaked in tergazyme and afterwards the 5s were re-tested and were within specification. The cause of the optical signal issue was biomaterial. The catheter was found to be separated at the kink protector exposing the coil underneath. The cause of the product damage was catheter damage at the transition from inside the kink protector. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.